Manufacturer narrative:
The tntstat patient results from the "current" pack, pack ID (B)(4), were higher when compared to the results generated from the "stand-by" pack, pack ID (B)(4). For patient 2 the results after calibrating a new pack, pack ID (B)(4), agreed with the "stand-by" pack results. The calibration signals for pack ID (B)(4) increased from (B)(6) 2017 to (B)(6) 2017 and were higher in comparison to the calibration signals for pack ID (B)(4). Qc results from level 1 on (B)(6) 2017 were below target and the qc results from (B)(6) 2017 to (B)(6) 2017 were above target, but were still within plus or minus 1 standard deviations (sd). The coefficient of variation (cv) showed an increase. The observed higher patient results from pack ID (B)(4) were caused by the change in calibration. Qc results also showed an increase due to the change in calibration. Switching to a new cassette of reagent resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for 3 patients tested for elecsys troponin t stat (tntstat) assay on a cobas e 411 immunoassay analyzer. The customer runs all of their tntstat samples in duplicate as qc samples so they can run on multiple packs at the same time. Results are generated from both the "current" and "standby" packs of reagents simultaneously. Please refer to the attachment to this medwatch for relevant patient data. Patient #1 was admitted to the hospital as all the results were positive and the results fit the symptoms and clinical picture for the patient. Patient #2 is a (B)(6) year old male with a date of birth that was requested but not provided. Patient #2 had their admission delayed until valid tntstat results were provided. There was no further information provided to reasonably suggest that any patient was adversely affected by the erroneous tntstat results being reported outside of the laboratory. The lower results were deemed to be correct and corrected reports were issued when necessary. The tntstat reagent lot 27349702 with an expiration date of 30-jun-2018. The customer does not use rack adapters. The field engineering specialist was unable to find a root cause. He performed hardware and diagnostic checks. Calibration and qc results were acceptable. Performance testing was performed with acceptable results. The investigation is currently ongoing.